Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer mistakenly entered a temp rate into the pump. There was no adverse impact to the customer; blood glucose at time of the event was 151 m/gl. Tandem technical support assisted the customer with cancelling the temp rate and insulin was resumed.